Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: we could not confirm the report because the product said to be involved was not returned to cook for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished good inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: additional info provided indicated the needle was kept stationary during the application of current. Limited needle movement during use likely caused this occurrence. Needle knife breakage and detachment near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Needle knife breakage near the distal end can also occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit MFR's instructions. Breakage and detachment of the needle knife near the distal end can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction to the instructions for use. However, this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, the physician used a cook huibregtse triple lumen needle knife. When current was applied, the needle was kept stationary. The needle broke and detached. The detached section of the needle was located in an accessible location inside the pt's body. Therefore, the physician was able to retrieve the broken section of the needle from the pt. A section of the device did not remain in the pt's body. The pt did not require any additional procedures due to this occurrence. An injury to the pt did not occur. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.